Event description:
The reporter stated that the device tubing separated during set-up prior to use on patient. There was no reported patient involvement.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Upon examination, it was confirmed that the tubing had disconnected at a section where it had been solvent bonded. The bonded area was visually examined, solvent was present at the bonded connections and the bonding process appeared acceptably performed. Critical dimensions were measured and were found to conform to the manufacturers specifications; no abnormalities or defects were found. The device history record was reviewed no non-conformities were identified. The damage is consistent with a tube that was exposed to excessive liner force. We were unable to determine how or when the device became damaged.